Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what tissue was being approximated/ sutured? Joint capsule. Device return status? Device is available for return. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 ug /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. H3 investigational summary: complaint sample (photo): one photograph of opened complaint sample foil and needle was provided for investigation for code vp2421 lot t0019. Impacted suture was not present in complaint sample photograph. In absence of complete device for investigation what caused the reported failure cannot be concluded. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code vp2421 lot t0019. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good analysis record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. From the batch manufacturing record review, it was observed that there were no issues related to the processing of the incident lot. Retained sample evaluation: five retain samples of code vp2421 lot t0019 were subjected to analysis and compliant results were obtained for knot pull tensile strength test. To verify the complaint, results of retained samples were reviewed and no discrepancy was observed for knot pull tensile strength test. Results for knot pull tensile strength test were complying with the pre-defined acceptance criteria. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 7.340 kgf and value at the time of finished good release was found to be 6.968 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 5.080 kgf. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.